Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event. Signals in the rdf and images confirmed the presence of clumping and suggest a possible obstruction in the inlet line led to the alarms generated and subsequent fluid flow paths blocked. It is possible that blockage of these fluid flow paths led to less fluid entering the reservoir than expected which led to the observed alarms. No alarm for air in the return line was observed in this procedure.review of the rdf confirmed the repeated occurrence of the ¿inlet pressure sensor malfunctioned¿ alarm followed by the ¿low-level reservoir sensor did not detect fluid¿ after 177 minutes into the procedure. If the inlet line or inlet line trap develops an obstruction or partial occlusion from a skin plug or clot, this can cause the malfunction of the inlet pressure sensor and explain the occurrence of these alarms. In addition, a development of a clot in this location may cause the inlet line to stop drawing entirely, or to draw less fluid into the system because it is blocking the fluid pathway causing fluid balance alarms, as was evidenced in this run. This was further confirmed by signals from the reservoir showing that less fluid was entering the reservoir than expected. It is suspected that clumps/clots from the patient¿s access site were likely pulled into the inlet line causing the events experienced during this procedure.it is very important to ensure the extracorporeal circuit is well anti-coagulated for each run to minimize the chance for platelet clumping to occur and allow for proper separation. Review of the aim images confirmed the presence of clumping in the connector during the run. In general, the likelihood for platelet clumping to occur during a run is difficult to predict since it is not dependent on a specific platelet count and varies by patient. Therefore, every procedure should be observed for clumping in the connector, particularly at the interface before the collect port and the collect port. If a clump is observed or suspected in these locations, it is best to eliminate it and stop the clotting cascade as quickly as possible by reducing the inlet:ac ratio to 8. In this procedure, the inlet:ac ratio remained at 12 for its entirety. For some patients depending on blood physiology and/or counts, it may be beneficial to consider starting procedures at a lower inlet:ac ratio and adjusting as the procedure progresses as appropriate. It is possible that decreasing the inlet:ac ratio in this procedure to address clumping could have prevented the occurrence of the observed alarms. Investigation is in process, a follow-up report will be provided.

Event description:
Customer reported that during a car-t apheresis procedure on an optia device, air bubbles were detected in the chamber and the procedure stopped. The device provided a run ending alarm. The customer declined to provide patient information. Per customer "patient did not have any complication due to the procedure /event " the collection set is not available for return because it was discarded by the customer.